Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge and handpiece product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure the iol rotated 40 degrees counterclockwise. Additional information was provided by the surgeon that it is unknown if the iol caused or contributed to the event. No cause was provided by the surgeon. The patient experienced an unexpected postoperative refraction. The target was plano and the postoperative refraction was -2.75+3.75x137. The intended orientation was 167 degrees and the current orientation is 14 degrees. The event is not resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned. The customer indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).